Event description:
A report was received that the patient was experiencing discomfort at the pocket site and had difficulty charging the ipg as the ipgs were both placed on the same side. Patient also stated that the ipg had migrated. The patient underwent a revision procedure wherein one of the ipg was relocated. The patient was doing well postoperatively.